Event description:
No info. Follow-up findings: the aps lap-band system was received at the analysis lab with documentation that noted, "emergency inspection of band."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number, event date, diagnostic testing or further event details to explain what was the reason for the emergency inspection of the band. Allergan is taking the conservative approach to reporting. Device labeling addresses the reported event of an additional surgery as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." "Caution: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."